Manufacturer narrative:
The glucose reagent lot number was 698268, the albumin reagent lot number was 694728, and the total protein reagent lot number was 694723. The reagent expiration dates were requested, but not provided. Calibration and qc recovery were ok. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer determined the sample probe was clogged. The probe was replaced. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3, tp2 total protein gen.2, and albt2 tina-quant albumin gen.2 on a cobas 8000 c 502 module. It is not known if any questionable results were reported outside of the laboratory. The sample initially resulted in a glucose value of 4 mg/dl and it repeated as 94 mg/dl. The sample initially resulted in a total protein value of 6 g/dl and it repeated as 7.5 g/dl. The sample initially resulted in an albumin value of 2.5 g/dl and it repeated as 3.8 g/dl.